Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated, the 'other day' they had difficulty breathing, elevated ketones, nausea and periods of unconsciousness. She was unaware how elevated her bg was as her cgm displayed 14.0 mmol/l and was unable to decrease her cgm value. During an episode of unconsciousness, the patient¿s daughter called emergency medical services (ems). Ems arrived, performed a bg which was in the 20s mmol/l and transported the patient to the hospital where she was treated with insulin and anti-nausea mediation gravol (dimenhydrinate). The patient discharged from the emergency department (ed) less than 24 hours later. At the time of the report, the patient felt unwell and suggested she may return to the ed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b and c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.